Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to find any issues with the phacoemulsification unit. The error/event log was reviewed and no errors were detected that would contribute to the events. In addition, the fss tested the surgery center¿s handpieces with the account¿s 20 gauge tips and infusion sleeves as provided in the trays. All handpieces were found to be working as intended. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported three corneal burns on the same schedule surgery day with three different patients. The surgeon requested the whitestar signature phacoemulsification unit to be evaluated. An abbott medical optics (amo) territory manager requested the handpiece to be tested when the unit is evaluated at the site location. The corneal burn reported required sutures to close the wound. The surgery center provided a brief description that the corneal burn occurred immediately on the first pass. The post-operative complications were that the patient had suture discomfort, corneal edema and induced astigmatism. The patient is expected to have a good outcome. This is two of three reports.